Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, the consumer reported that the implant died about five months ago and he needed to get it replaced. The patient stated he check the implant with the programmer and recharger and it was dead and not working. The indication for use was complex regional pain syndrome type I. No patient symptoms reported. On 2020-feb-18, additional information was received from the patient reporting that the patient¿s battery went into a deep sleep and their device didn¿t work. The patient had their device replaced on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Date received by manufacturer: initial regulatory report should have had 2020-02-18 marked. If information is provided in the future, a supplemental report will be issued.